Event description:
It was reported that an ilet user with a dexcom g7 continuous glucose monitor (cgm) experienced intermittent communication failure resulting in signal loss to the ilet while the dexcom app continued to display readings; the agent instructed the user to toggle the phone¿s bluetooth off, after which pump readings resumed without further issues, and blood glucose was not affected. No adverse clinical symptoms reported. Outcomes included no health consequences or impact. User support included communication and analysis of information provided by the user. Investigation of this case revealed a brief signal disruption limited to the ilet interface with the dexcom g7, with device function restored and no device component damage noted. It was concluded, based on previously established findings for similar reports, that the cause was intermittent wireless communication interference not reproduced after resolution.

Manufacturer narrative:
Initial.